Event description:
It was reported through (nmpa) survey response as product feedback, and noted that while the device was on a patient it was observed that the device displayed tidal volume value was inconsistent with the set value, and the equipment did not alarm. On (B)(6) 2022, the patient was hospitalized in ICU due to respiratory failure. When using the ventilator to assist breathing, it was found that the displayed tidal volume value was inconsistent with the set value, and the equipment did not alarm. The nurse immediately replaced the equipment for the patient. The customer thinks that if it is not found in time, it will affect the patient's auxiliary breathing and even endanger his life. The clinical details indicated that the event did not cause any actual harm or injury to the patient, but rather potential harm that could occur and affect the patient¿s auxiliary breathing. The only corrective action was transitioning the patient to another device with no other medical intervention rendered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The remote service engineer was not able to evaluate the device. The customer didn't accept the quote for the repair, and no onsite work order was generated. It is unknown what the outcome of the service event was, and no further information was given by the customer.